Event description:
Consumer reporting testing the pt and getting inconsistent readings. Analysis run on clark error grid using mean avg. Reading (64) as ref. Point vs bd reading (90,70,49,37) yielded data points in the d range of the grid, outside acceptable limits.